Event description:
Discrepant advia centaur xp (B) (6) results were obtained on pt samples. The laboratory technologist noted that the results did not repeat on another system. The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant (B) (6) results.

Event description:
Discrepant advia centaur xp (B) (6) results were obtained on pt samples. The laboratory technologist noted that the results did not repeat on another system. The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant (B) (6) results.

Event description:
Discrepant advia centaur xp (B) (6) results were obtained on pt samples. The laboratory technologist noted that the results did not repeat on another system. The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant (B) (6) results.

Event description:
Discrepant advia centaur xp (B) (6) results were obtained on pt samples. The laboratory technologist noted that the results did not repeat on another system. The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant (B) (6) results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant (B) (6) results was due to the presence of debris in the wash 1 valve. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant (B) (6) results was due to the presence of debris in the wash 1 valve. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant (B) (6) results was due to the presence of debris in the wash 1 valve. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant (B) (6) results was due to the presence of debris in the wash 1 valve. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.